Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report the insulin pump experienced a unexpected reset during the rewind process. Blood glucose reading was 424 mg/dl. Assisted the customer with rewind process. Offered to assist the customer with reprogramming the insulin pump. The customer was able to program the insulin pump independently. The customer was able to treat the high blood glucose with the insulin pump. Advised to call back if further assistance is need. Nothing further reported.